Event description:
It was initially reported that the patient was having an increase in seizures unknown if above or below baseline. The patient had previously been having a seizure every several weeks with vns but with the increase was having up to 5-6 seizures a day. The physician said the increase in seizure is due to low battery but it is unclear if the seizure are due to the battery being at end of service or if the physician feels that patient's battery was low due to the increase in seizures. The patient had a generator replacement. Good faith attempts for product return have been unsuccessful to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the generator us not available for returned to the manufacturer for evaluation. The hospital does not have the explanted generator.

Event description:
Additional information was received that the increase in seizures were believed to be related to the generator being depleted. A battery life calculation was performed which indicated that the generator was at end of service. The increase in seizures was below pre-vns baseline. There were no contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures.

Event description:
Additional information was received that the patient¿s generator was unable to be communicated with on (B)(6) 2012 believed to be due to end of service. The patient said the seizure began increasing 4-6 weeks prior to the (B)(6) 2012 appointment.

Manufacturer narrative:
Date of event: corrected data: the initial report stated a specific date for the event but it is unknown when specifically the increase in seizure occurred.